Event description:
It was reported that patient underwent a procedure utilizing a custom tibial spindle in 2009. During the procedure, the anti-rotation tabs of the taper adaptor would not fit into the grooves of the custom spindle. The surgeon used a metal cutting burr to modify the grooves of the custom spindle so the two components would fully engage. There was no injury to the patient reported.

Manufacturer narrative:
Upon review of design specifications, it was determined that the custom compress spindle had an incorrect dimension which caused complications encountered during the procedure.